Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, completed pump reset with guidance, confirmed that error message did not return, and successfully started new sensor session, with no additional information received regarding any further issues.